Manufacturer narrative:
The unknown presidio will not be returned, therefore the root cause of the coil stretching cannot be determined. DHR: the lot number was reported as unknown; therefore a review of the manufacturing documentation associated with this lot could not be completed. Based on the information, the event could not be confirmed. The product was not returned for analysis and a device history record review cannot be completed because the lot for the product is unknown. Since the event could not be confirmed and there is no evidence of a manufacturing-related malfunction, no corrective actions will be taken at this time. UDI: unknown part number, lot number was not available, device is implanted and not available, UDI unavailable.

Event description:
The contact from the facility reported that during coil embolization at the splenic artery the presidio coil (pc418184630/c26013) unraveled. A virtas(kawasumi laboratories) and an aqua v3 (cordis) were used for the procedure. The aneurysm was saccular and terminal. The parent artery was heavily tortuous and calcified. The physician delivered a complaint presidio (pc418184630/c26013) to the target site as the first coil. When re-positioning the coil twice, it was unraveled. The microcatheter was repositioned over the coil while the coil was deployed or partially deployed out of the distal tip of the microcatheter. Thus it was withdrawn together with the microcatheter. Next, another presidio coil (details unknown) was delivered to the target site in the same way. However, it was unraveled again. Thus the physician detached this coil within the mc and then delivered it by using a syringe (model unknown) for coiling the aneurysm. After that, the coil was implanted to the target site. The procedure was completed without further delay or issues. There were no patient injury/ complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU. The constant flush had not been maintained at all times, however the flush had been performed before the insertion. No visible damages were noted on the product prior to the events. Neck remodeling was not utilized in the procedure. There was no resistance between the guidewire and microcatheter when accessing the target site. There was no resistance at any time during advancement of the coil or when it was repositioned/withdrawn. A one to one relationship between the coil and delivery tube was verified with fluoro prior to repositioning. There was no flow restriction/reduction. The entire coil was still attached to the delivery system after it was removed. The products were already discarded. No further information is available.